Manufacturer narrative:
Block h6: impact code f02 captures the reportable event of death.

Event description:
It was reported to boston scientific corporation that an interject needle was used in the esophagus during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2023, for the treatment of achalasia. During the procedure, the patient began to present low vitals including low blood pressure and decreased pulse. It was reported that they performed CPR for around 20 minutes and the patient was transferred from the operating room to the intensive care unit where at some point they passed away. The physicians present were able to confirm that due to anesthesia error, the patient did not have access to anesthesia machine ventilation, as the ventilation tube was bent. In the physician's assessment, the interject needle device was used correctly and did not contribute to the patient's death. It was confirmed that anesthesiology error was the cause of death. There was no alleged malfunction of the interject needle.